Manufacturer narrative:
Concomitant product(s): ddmb1d1 ICD, implanted: (B)(6) 2017. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implantable cardioverter defibrillator (ICD) replacement, a lead integrity alert ( lia) was triggered due to high rate non-sustained episodes and an elevated sensing integrity counter (sic). It was further reported there was transient right ventricular (rv) lead high impedance and noise was noted on interrogation. Additionally, it was reported the right atrial (ra) lead exhibited high thresholds. A lead revision procedure was performed. The rv lead pin tip was reported to be just at the setscrew. Noise could be recreated. The lead was advanced in the head and no further noise could be recreated. The device and leads remain in use. No patient complications have been reported as a result of this event.